Event description:
After being on cpb for 5 min or so the operator wanted to adjust the angle of the cp5 display so he took both hands and grabbed the sides of it to tilt it downward a little bit. Upon grasping the sides, he slightly touched the power toggle switch enough that the screen went black. The arterial occlusion clamp engaged once the power was down. He then immediately turned the power switch off fully and then on. The screen came back on and he manually opened the arterial clamp occluder. He was unaware that the pump would come back on at 0 rpm instead of the previous rpm that it was running at. So by opening up the arterial clamp with no forward flow due to 0 rpm there was retrograde flow down the arterial line. It was at this time that the surgeon was taking out the stylet from the antegrade cardioplegia cannula in the aorta and saw air entrain through the cannula. The operator quickly ramped up the rpm's to start forward flow and regain normal cpb. This whole incident took perhaps 30 seconds. Manufacturer response for centrigual pump, cp5 (per site reporter).====================== perfusionist contacted the sorin rep.